Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30dv7, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). H3: device evaluation anticipated but not yet begun. A supplemental report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency) fecal incontinence. It was reported that the lead was coiling post multiple falls. The patient had a return of urinary incontinence, bowel incontinence, urinary frequency, and urinary urgency. The system was replaced on (B)(6) 2025 with a new lead and battery and the issue was confirmed resolved.

Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed the ins passed functional testing. Continuation of d10: product ID: 978b128, lot# va30dv7, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. H3 analysis of the retuned lead lot# va30dv7 revealed that the outer insulation of the lead was twisted. Analysis identified a break in the insulation under the 0 connector at the proximal end of the lead. Analysis identified that the 0 conductor was broken in the body of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.